Manufacturer narrative:
Eval: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed found an anomaly in which a wash step was missed. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR record. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system on (B) (6) 2008. It was reported that the pt's charger would no longer locate and communicate with his ipg. A replacement charger was sent but also could not communicate with the ipg. The physician explanted the ipg on (B) (6) 2009 and returned it to ans for eval.